Event description:
The customer reported, "when powered on, changed mode from ac to sc, ltv stop ventilation. Therefore, appnea backup was begun. But changed breath rate from 15 to 10. Ventilation begun again".